Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Updated d4 lot number, d9. The device history record was unable to be reviewed for this device since the manufacturing date is unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that external stress was applied to lock lever of connecting tube, which broke the lever, and the tube was unable to be connected. As a cause of external stress above, the user may have applied force toward incorrect direction. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "preparation and inspection 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 2 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the connecting tube had an out of box failure where the connectors were cracked and the tabs had broken off. The issue was found during reprocessing. There was no patient involvement.